Event description:
It was reported that: "as dr. Was impacting the acetabular shell the positively locking handle completely broke off the impactor. This caused a problem getting the cup off of the handle, because the piece that broke is what tightens and loosens to attach and remove the acetabular shell. After a bit of a struggle dr. Was able to remove the shell and another straight impactor was used to implant shell."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.